Manufacturer narrative:
Operator error: the hospital discharge summary indicates the end user suffered an incident of syncope with a loss of consciousness resulting in a fall from the power wheelchair. Additionally, the end user was not wearing his seat belt at the time of the incident. Hoveround's owner's manual warns "to avoid serious injury or death: always use the seat belt."

Event description:
The end user reported operating the power wheelchair in the kitchen and falling out onto the kitchen floor.